Manufacturer narrative:
The certas valve (828806) was not returned for evaluation as the product s not available for return as per customer; therefore, an evaluation of the device could not be performed and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas valve was implanted via l-p shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Hematoma occurred when the valve pressure was set to setting 2, the symptoms did not improve, and the pressure was set to 3. Currently, follow-up is being done at setting 3.